Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment was reported as ¿would be on medication for the next couple of weeks.¿ at the time of this report, the patient remained hospitalized and the outcome was not reported. It was reported that the patient had ¿changed the usage¿, however, specific information was not reported regarding the action taken with dianeal therapies. No additional information is available.